Event description:
The device was used during a laparoscopic hernia repair. Reportedly, the balloon detached into the pt. The surgeon was able to retrieve the balloon and complete the procedure without any pt injury.